Manufacturer narrative:
The reported malfunction was observed and was attributed to a faulty connector on the digital board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display was not legible. Complainant indicated that there was no pt involvement in the reported malfunction.